Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a patient underwent afib ablation procedure with retrograde approach using a thermocool smarttouch catheter. During the procedure, air was entrapped inside of the smarttouch catheter after it was inserted into the sheath. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. It is unclear why/how resolving the catheter would have resolved this issue, as sheath exchange would be the best solution. However, due to risk of embolism of entrapped air, bwi takes a conservative approach to report this event.